Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a peripheral treatment procedure, a coil was stuck in the introducer sheath. The moderately tortuous iliac artery was the intended area for treatment. During an attempt to advance a 14mm x 30cm interlock coil through a 4.5f non-bsc introducer sheath, the interlock coil got stuck in the introducer sheath. The interlock coil was slowly retracted and upon inspection no defect was noted. Flushing was performed and the interlock coil was advanced, however the interlock coil stuck again. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Returned product analysis revealed a core wire break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Visual inspection of the returned device revealed the introducer sheath, pusher wire and coil were returned and 4.2cm of the coil was protruding from the tip of the introducer sheath. The coil and pusher wire were returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked in the introducer sheath. The pusher wire was visibly stretched inside the introducer sheath. The twist lock had been opened. The coil was advanced through the introducer sheath with slight resistance due to the stretched pusher wire. The coil was inspected and found to be slightly kinked toward the distal end and a slight stretch was noted at the proximal end. The pusher wire was inspected and found to have become progressively more stretched from the mid to distal end. This indicates severe pressure was being applied to the pusher wire which led to the core wire breaking between the distal solder joint and mid solder joint. The introducer sheath was inspected and no anomaly was noted. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and a bend was noted. The interlocking arm of the pusherwire ss coil was inspected and the arm was bent and the core wire was broken just below the interlocking arm. As the pusher wire was damaged not all dimensions could be measured. The main coil dimensions and pusher wire dimensions that could be measured were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter (e.g. Renegade microcather with one or two radiopaque (ro tip markers)." (B)(4).